Event description:
It was reported that when using the bd pyxis¿ es server had patient orders not crossing over to pyxis and was on critical override, this restricting customer from dispensing medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the orders had not crossed over. A technical support specialist (tss) had dialed in to the server, run the server downtime query, and checked and verified that the messages were stalled. The external messaging and external inbound processor services were restarted. The available processing message queue began to increase and was monitored until the queue reached zero. The customer was called and updated. The customer verified that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.